Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was heating during use. It was reported that the device was used in surgery though no pt or user injury occurred. It is unk whether intervention or delay occurred. There was no add'l info provided.